Event description:
Catheter was implanted on 7/11/96. Catheter was severed along the line. Surgeon re-operated on 10/18/96 to remove the damaged catheter and implant a new one. Hosp has reporter that the pt's condition is satisfactory.